Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulator was working beautifully until march, because on march 31st, he fell down the basement stairs and broke his left leg. The patient was in a no weight bearing cast for 6 weeks and then had to wear a walking boot for about 6 weeks. The boot was an inch and a half taller on his right foot and really exasperated the patient's back pain. The patient said ever since the fall he cannot get voltage high enough to relieve his back pain. The patient hoped an adjustment could be made to relieve the back pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on november 29, 2019. They were responding to a follow up letter that was sent to them. They reported that they fell on (B)(6) 2019 and broke their leg. After getting out of the boot/cast, they had back pain. They saw their doctor and a manufacturer representative (rep) on (B)(6) 2019. The doctor examined them and found the device was all in place and seemed to be working hardware-wise. The rep did diagnostics on the system and reset/reprogrammed it. The patient reported it was working fantastic for them now and their pain issue was resolved. No further complications were reported or anticipated.